Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device(s) not available for analysis. Engineer eval completed on 11/9/2018. Crc(B)(4) & CAPA(B)(4). The root cause associated with CAPA(B)(4) resides in the misuse/ mistreatment of the adaptor plates or cannot be identified due to insubstantial evidence (B)(6). The CAPA team has determined, however, that use considerations indicate that the flexure design is susceptible to damage from said misuse/mistreatment. Design a review of the tolerance stack-up performed in tm-2017-0417 was conducted. As part of this investigation, the tolerance stack-up between the truliant tibial trial adaptor plates and the corresponding truliant and logic tibial trays was revisited to confirm it had been adequately performed. The review was found to be accurate. There is no new information that has been found that would alter the results or methods of said analysis. In addition, attempts were made in the laboratory to replicate failure modes without success. The design functions as intended under worst case conditions. Manufacturing review of the device DHR concluded that all parts were made within specification. Use considerations the design does lend to being susceptible to breakage if used incorrectly due to the use of ultem material with a thinner aspect under load. This was observed in [..] When a instrument tray was dropped on the instrument. In addition, in [..] The devices broke at some point during reprocessing at one particular institute. A review was conducted at this institute¿s reprocessing procedures and results indicated that correct reprocessing instructions provided by exactech was followed. A review of the instrument tray case indicated that it is possible that the adaptor plates may not be fully constrained during reprocessing. Due to the nature of the reprocessing process it is possible the plates became dislodged and damaged elsewhere in the machine. Human error human error was considered as part of the investigation and found to be the root cause of the adaptor plate that was used in said complaint was the incorrect size relative to the tibial tray that had been implanted. This may have caused the plate to dislodge unpredictably. In addition, a hohmann retractor was used to remove the plate and not the truliant drop rod handle, as stated per the operative technique, 712-35-31. The retractor is curved and features a much smaller nose which could inadvertently facilitate contact with the flexure during removal. The geometry of the truliant drop rod handle, in addition to an appropriately constrained adaptor plate, as designed creates a scenario in which contact with the flexure is extremely difficult. Exactech IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for total knee arthroplasty surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported instrument malfunction is related to any manufacturing issues or design issues. The shim broke while trying to get the trial piece out during a total knee case. All broken pieces were immediately retrieved from the wound. The root cause associated with CAPA(B)(4) resides in the misuse/ mistreatment of the adaptor plates or cannot be identified due to insubstantial evidence. The CAPA team has determined, however, that use considerations indicate that the flexure design is susceptible to damage from said misuse/mistreatment.

Event description:
It was reported from the us that during an orthopedic knee surgery the surgeon experienced an issue with the tibia trial shim. The shim broke while trying to get the trial piece out. All broken pieces were immediately retrieved from the wound. There was no delay of surgery and there was no patient injury, adverse event, or clinical consequence to the patient. The patient was healthy and stable leaving the or. Inactive agency with no hospital/other contact information for the event. No additional information.

Event description:
It was reported from the us that during an orthopedic knee surgery the surgeon experienced an issue with the tibia trial shim. The shim broke while trying to get the trial piece out. All broken pieces were immediately retrieved from the wound. There was no delay of surgery and there was no patient injury, adverse event, or clinical consequence to the patient. The patient was healthy and stable leaving the or. Inactive agency with no hospital/other contact information for the event. No additional information.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device(s) not available for analysis. Engineer eval completed on (B)(6) 2018. Crc(B)(4) & CAPA(B)(4). The root cause associated with CAPA(B)(4) resides in the misuse/ mistreatment of the adaptor plates or cannot be identified due to insubstantial evidence (B)(6). The CAPA team has determined, however, that use considerations indicate that the flexure design is susceptible to damage from said misuse/mistreatment. Design a review of the tolerance stack-up performed in tm-(B)(4)was conducted. As part of this investigation, the tolerance stack-up between the truliant tibial trial adaptor plates and the corresponding truliant and logic tibial trays was revisited to confirm it had been adequately performed. The review was found to be accurate. There is no new information that has been found that would alter the results or methods of said analysis. In addition, attempts were made in the laboratory to replicate failure modes without success. The design functions as intended under worst case conditions. Manufacturing review of the device DHR concluded that all parts were made within specification. Use considerations the design does lend to being susceptible to breakage if used incorrectly due to the use of ultem material with a thinner aspect under load. This was observed in (B)(6) when a instrument tray was dropped on the instrument. In addition, in (B)(6) the devices broke at some point during reprocessing at one particular institute. A review was conducted at this institute¿s reprocessing procedures and results indicated that correct reprocessing instructions provided by exactech was followed. A review of the instrument tray case indicated that it is possible that the adaptor plates may not be fully constrained during reprocessing. Due to the nature of the reprocessing process it is possible the plates became dislodged and damaged elsewhere in the machine. Human error human error was considered as part of the investigation and found to be the root cause of the adaptor plate that was used in said complaint was the incorrect size relative to the tibial tray that had been implanted. This may have caused the plate to dislodge unpredictably. In addition, a hohmann retractor was used to remove the plate and not the truliant drop rod handle, as stated per the operative technique, (B)(4). The retractor is curved and features a much smaller nose which could inadvertently facilitate contact with the flexure during removal. The geometry of the truliant drop rod handle, in addition to an appropriately constrained adaptor plate, as designed creates a scenario in which contact with the flexure is extremely difficult. Exactech IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for total knee arthroplasty surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported instrument malfunction is related to any manufacturing issues or design issues. The shim broke while trying to get the trial piece out during a total knee case. All broken pieces were immediately retrieved from the wound. The root cause associated with CAPA(B)(4) resides in the misuse/ mistreatment of the adaptor plates or cannot be identified due to insubstantial evidence. The CAPA team has determined, however, that use considerations indicate that the flexure design is susceptible to damage from said misuse/mistreatment.